Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim. For the smartsite extension (bifuse) one port will flush and the second port is occluded and will not flush. Nurses were setting up for IV line placement, brand new set out of packet and priming for line set up.

Manufacturer narrative:
It was reported that one of the ports would not flush. One photo was taken by the customer of the sample but does not confirm the issue. Due to no sample being returned a root cause could not be determined. A device history record review for model 20019e lot number 22125358 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 20019e, batch#: 22125358. It was reported by the customer that for the smartsite extension ( bifuse) one port will flush and the second port is occluded and will not flush. Verbatim: for the smartsite extension ( bifuse) one port will flush and the second port is occluded and will not flush. Nurses were setting up for IV line placement, brand new set out of packet and priming for line set up. ( see attached pictures for clarification).